Event description:
It was reported that the during testing new front end pcb (part number: 0670-00-0668) with demo unit and found new board not working and showing electrical test fail code # 54. There was no unit or patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: e1(initial reporter) additional fields: e1(event site state: delhi, event site postal code: (B)(6)). It was reported during observation while inspecting part at the warehouse, a new front end pcb (0670-00-0668) with demo unit and found new board not working and showing electrical test fail code # 54. There was no specific unit involved as it is complaint of part failure came under observation and there was no patient involved. As of now the investigation is closed with the available information. H3 other text : repair service not done.